Event description:
Customer complained about experiencing high blood glucose. Customer stated that his blood glucose was 545 mg/dl an hour ago and 565 mg/dl half an hour. Customer stated he has been delivering bolus dose and the blood glucose was still increasing. Customer stated that he felt the insulin was not going into his body as he recently switched to a new infusion set model. Last blood glucose reading was 570 mg/dl. Troubleshooting could not be performed. Customer stated he was putting the phone down and was not responding; paramedics had to be called and customer was taken to the hospital. Customer treated at the hospital and blood glucose lowered to 136 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.